Manufacturer narrative:
Standard disclaimer on file.

Event description:
A 59 yr old type ii diabetic alleges that suspect device gave readings as high as 401 mg/dl, usually blood sugar level around 200 mg/dl. Dr doubled the medication from 1 mg to 2 mg a day oral medication. Diabetic's face was swollen, unsure if it was a reaction to the medication or something else. Diabetic retested and got a result of 398 mg/dl on the suspect device. Went to ER where blood sugar level was 156 mg/dl on ER meter. One hr time difference between the tests. Pt refused the prescription of medication given by ER physician. No further info on the treatment was provided. Expired test strips were in use at the time of event.